Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in the carton. Viscoelastic was dried on the lens. The optic was semi-folded into the well area. One haptic was bent in the gusset area. The optic was cut from the optic edge to optic center two parallel lines of damage were observed between the optic center and the optic edge. There was no scratch observed. The cracked optic damage was most likely interpreted as the reported scratch. A photo was provided of the lens while inside the eye. The two cracked optic areas of damage were visible in the photo. This damage perpendicular to the fold path may indicate a plunger override occurred. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The optic was cracked. The cracked optic damage was most likely interpreted as the reported complaint. This damage perpendicular to the fold path may indicate a plunger override occurred. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The IFU (instructions for use instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU ( instructions for use ) instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, observed a scratch on the lens. The procedure was completed.additional information has been requested.